Event description:
Hcp states pump has audible alarm sounding every 5-15 seconds but programmer fails to confirm that alarm is beeping. Pump was monitored for approx 1 month. At first report no significant change in therapy was reported. At explant the pt complained of intermittent infusion (over and underinfusion symptoms.) Manufacturer's rep interrogated pump immediately prior to explant - pump did not alarm then or prior to removal. Printout of memory had no alarms recorded. Pump replaced.